Manufacturer narrative:
The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to missing tubing ID label. Service evaluation verified the tubing ID label was missing. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a tubing ID label was missing. There was no known patient injury or medical intervention associated with this event. No additional information is available. During evaluation of a returned spectrum infusion pump device it observed a tubing ID label was missing. No additional information is available.